Manufacturer narrative:
It was unknown if the initial reporter sent report to the FDA.

Event description:
Customer reportedly received the following results on the aviva system within 10 minutes: 1. 545 mg/dl and 76 mg/dl 2. 321 mg/dl, hi (greater than 600 mg/dl), and 208 mg/dl sets of readings were taken on the same day at different times. No actions taken based on device results. No adverse event reported. Requested return of suspect device and strips, and replacement was sent.